Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 lead implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of not being able to hear the patient alert tones. The device remains in use. No patient complications have been reported as a result of this event.